Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a battery tray for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The batteries was returned to the manufacturer for analysis. The batteries was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Additional batteries for the imaging system were returned to the manufacturer for evaluation. Testing found that the batteries had visual evidence of corrosion and functional testing found that the batteries were below specified voltages. The power conversion enclosure charger was returned to the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The analysis of the enclosure charger was completed by medtronic personnel. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The battery charger enclosure was replaced and while checking functionality, it was noted that battery tray 8 had an open housing and signs of a short. Battery tray 1, 2-6 and 8 were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that following a procedure, an error message appeared on the pendant and after a few minutes the system ran out of battery. The system had to be manually pushed out of the operating room. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. No further information was provided.